Manufacturer narrative:
Investigation summary: ten pictures were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. In june 2017, packaging material specification (pms) 1539 rev. 2 was signed between bdm-ps and sandoz. This pms requested a change about labelling applied on boxes, but was not internally transmitted to implement this change in internal bdm-ps specifications and procedures, such as customer specification. As a consequence, bdm-ps confirmed to be in specification as per the customer specification sc000124 rev. 8. From pms point of view, bdm-ps confirmed to be out of specification for sandoz material number, but does not confirm to be out of specification for article description because this reported condition is not specified. Change is completed at bdm-ps and supplier and will be implemented on next batches.

Event description:
It was reported that the ultrasafe x100l pr grey ssl sdz experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: missing label on shipping box and missing material number.

Manufacturer narrative:
PMA/510(k) #: k011369, k060743, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l pr grey ssl sdz experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: missing label on shipping box and missing material number.